Event description:
It was reported that ongoing intermittent occlusion alarms occurred, causing their continuous glucose monitor to display "high," indicating elevated blood glucose levels. Although a specific blood glucose value was not provided, it was confirmed that the level exceeded 500 mg/dl. The customer attempted to address these high levels by administering a correction injection using multiple daily injections (mdi). Reportedly, the customer resolved the occlusions by continuing to use the original supplies and resuming insulin then taking several small boluses instead of one large dose. The customer did not require assistance from a third party.